Event description:
Customer reported that his blood glucose and sensor glucose readings were off. Customer's blood glucose was 158 mg/dl. Troubleshooting was performed. Customer was advised of best times to calibrate and to insure he is only doing it three or four times a day. Customer reported he over calibrates. Customer was advised that at night he should avoid putting pressure on the sensor. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.